Event description:
Info received indicates the brake will engage but the casters will not hold.

Manufacturer narrative:
The technician replaced the worn stiffener plate and bushings to repair the bed.